Event description:
I had a double hernia repair back in (B)(6) of 2011 and the surgeon used prolite mesh 6by6 and I have had chronic pain and discomfort since then. I don't know if it has been recalled or not but I think I have seen it as recalled. The pain has been getting worse and I was just told I have another hernia, and it feels like it is in the same spot as last time. The doctor wants me to go see the surgeon that did the hernia repairs. Could you tell me if they have been recalled or not. It is prolite mesh lot #10541871 (B)(4).